Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the databaseoptimizeindexesjob along with the data synchronization service was not running on the station. A technical support specialist (tss) connected remotely to the station and confirmed the data synchronization service was stopped and errors were present. Further the tss performed a reboot of the station, after which the data synchronization and maintenance services successfully restarted, and the station returned to a healthy state. Then the tss reviewed maintenance service logs post-restart, which showed normal activity with successful uploads and no further errors, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es umld_orspr had an unexpected data error and service was down. However, there were no delays or adverse events or injuries reported based on this event.